Event description:
It was reported by the clinician that the triple lumen central venous catheter was placed without difficulty. It was noticed the next day that the spring wire guide (swg) was never removed during placement. The swg was removed uneventfully and the nurse was able to flush the line. There were no patient complications reported. Additional information received from the sales representative on (B)(6) 2009 stated the clinician was able to just pull the swg out the catheter.

Manufacturer narrative:
(B)(4).